Event description:
Computed tomography angiography (cta) was being performed when automated power injector syringe suddenly broke at the base of the syringe locked within the power injector and fell outward without hitting the patient this time. Patient unharmed and scan successfully completed as the bolus was injected fully before syringe suddenly broke off at end of cta, but just prior to initiating abdomen with contrast scan. The broken syringe and box were recovered; however, the paper label was in the trash and could not be recovered. I placed the broken syringe and box in (B)(6) mailbox. Dr. (B)(6) was just across the hall, saw the commotion and saw me check with patient to ensure she was ok. Device: fastload cta dual syringe pack with spikes.